Event description:
Pt was admitted to the hosp for removal of an replacement of defective atrial lead secondary to it being fractured. This lead had been implanted in (B)(6) 2005 because of sick sinus syndrome. It was noted at the time of removal that the outer coil was visibly fractured several centimeters from the pin.